Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up. Upon interrogation of the implantable cardioverter defibrillator the battery longevity was noted to have significantly decreased since the last interrogation. Premature battery depletion was suspected. The patient was stable and will be scheduled for device replacement.